Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: wear abrasion, opening and flat crease. A leak test was performed and found an opening on the device. A microscopic analysis was performed which identified one sharp opening in the plug strap bond edge. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: sharp opening on the plug strap bond edge due to an unidentified (tear) opening.